Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose level of 28.8 mmol/l. Blood glucose level was 6.9 mmol/l. At the time of the call. The customer stated that the high pressure test was performed and no alarm was appeared. It was reported that the insulin pump system has not been in use within 48 hours of reported high blood glucose event. Troubleshooting was completed. High pressure test was performed but no alarm was received. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures error alarms noted during testing. No hardware low level failures error were found in the downloaded history files.